Manufacturer narrative:
The 26mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: breakage at the balloon shaft to stop sleeve bond, and gouges on flex tip. Functional testing was performed and revealed leakage was observed at the flex tip and 3-way stopcock during flushing and leak was observed at the balloon shaft to the stop sleeve bond after the delivery system was dissembled. Dimensional testing was not performed due to the nature of the complaint. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system IFU (s3 and s3u), device preparation manual, procedural training manual were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. The procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure the delivery system is locked in default, and peel away longer loader for 20-, 23-, 26-, and 29-mm valve size. If working length is insufficient, peel away the loader tube and remove it while maintaining the delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push the delivery system closer to the sheath hub, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure the valve is delivered as straight as possible and be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged and if damaged, retract valve in sheath slightly. Remove valve and sheath together as a single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, and if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries and keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system leakage was confirmed based on the product evaluation of the returned device. A review of the lot history, DHR, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As noted, 'de-airing of the balloon was complete without any leakage noted.' Per report that 'while advancing the commander delivery system with a crimped valve through the esheath, resistance was encountered, and a bent valve frame strut was seen'. Additionally, the gouges were observed on the flex tip, which indicated the excessive manipulation of the device. In this case, it is possible that excessive force was applied to manipulate the device during delivery system advancement and withdrawal, and it led to the balloon shaft to stop sleeve bond breakage. In this case, available information suggests that procedural factors (excessive manipulation) may have contributed to the event. However, a conclusive root cause was unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. This report represents the delivery system used during the case. Please reference related manufacturer report number 2015691-2021-04569 and 2015691-2021-04570. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), a during implant of a 26 mm sapien 3 ultra valve using transfemoral approach, there was difficulty advancing the delivery system through the partially expandable portion of the esheath. The valve frame was observed to have a bent strut. The valve, delivery system and esheath were removed as a single unit. Upon removal, the esheath was found to be damaged. Per a photo provided, the liner was torn and delaminated, and there was a sheath liner strand. A new system was used and a valve was implanted successfully. There was no harm caused to the patient. The patients access vessel minimum luminal diameter was 6.5mm, and had mild calcification and mild tortuosity. During predecontamination evaluation of the returned device, there was leakage observed on the delivery system. The balloon appeared fully intact; however, there was leakage from the flex shaft when applying liquid to the balloon port (when the 3 way stopcock was locked on handle). There was leakage present at the 3 way stopcock when liquid was applied to the balloon port (when the 3 way stopcock was unlocked).

Manufacturer narrative:
Additional information was received. The valve and delivery system did not navigate past the esheath. The system was retrieved as a unit. A valve was implanted in the native aortic position. The patient is doing well. There was no harm to the patient. The event was considered to be due to an operator error while introducing the thv system. The investigation is ongoing.